Event description:
When attaching the drill guide to the plate, the distal pin which seats in the plate broke off. The broken piece was retrieved. A different drill guide from the set was used to complete the case. Less than 10 minutes was added to surgery time.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.